Event description:
It was reported that the customer's pump would not charge. The customer mentioned their blood glucose level had been slightly lower than normal, but it was attributed to increased activity from yard work and not the pump.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.